Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the intestinal transit reconstruction after a hartmann procedure in the creation of a colorectal anastomosis the device was difficult to open to be removed from the tissue, the surgeon had to move the device 360° to remove the device but he did not try to open it at the same time. The 1st anastomosis have a tissue damage with a big defect on posterior face in which the device did not cut, while the second anastomosis had a leak on the anterior face with poor staple formation in which the device partially cut the tissue. Another resection was performed with another device and the defect was oversewed. The surgical time was extended more than 30 minutes due to the device issue. The donuts were also very small and not complete.